Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was able to be confirmed. During the evaluation it was observed that the plug unit had corrosion due to traces of dry fluid in the scope connector. Upon further inspection, it was observed that the exera ID chip had no data transmission. It was also observed that the glue of the bending section cover was peeling. It was observed that the insertion tube had buckle 4mm from the insertion tube boot dent. It was also observed that the scope connector had scratches. Lastly, it was observed that the scope connector label was peeling. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus the evis exera iii bronchovideoscope displayed scope communication error (b30) message. The reported issue occurred during preparation of use for an unknown procedure. The procedure was subsequently completed with a similar device with no delay. There were no reports of patient harm associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the likely cause of the reported event is due to water invading the scope connector while the user was handling the device which led to abnormality of the electronic parts resulted in error message was displayed. However, the root cause of the reported event is unable to be determined. The event can be detected by following the instructions for use (IFU) which state: inspection of the endoscopic image. Olympus will continue to monitor field performance for this device.